Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). Investigation ¿ evaluation: the complaint device was not returned for an evaluation and no photograph was provided. Without the complaint device, a device failure analysis was unable to be performed. No similar product from lot number 8999478 is available for investigation. A document based investigation was conducted including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. A review of the device history record found there were no non-conformances associated with the complaint device lot number. A review of complaint history records revealed this is the only complaint associated with the complaint device lot number 8999478. As found in the instructions for use (IFU): caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The IFU contains cautions about manipulating the device to prevent damage. Since no device was returned for evaluation, a cause for the failure could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was initially reported a second ngage had to be opened as the first one failed to open. The product was discarded as it was inserted into patient so not able to be returned for investigation. Additional information received on 09oct2018. The basket was opened prior to insertion & faulty. The basket did not open. On 15oct2018 additional information was received. During a ureteroscopy and laser lithotripsy procedure the basket was opened prior to insertion and faulty. There was no unintended part of the device left inside the patient's body. No additional procedures were required and there were no adverse effects to the patient due to this occurrence.